Event description:
It was reported that when the electrode was triggered, the monitor indicated ventricular fibrillation of the patient. Surgery continued according to plan. Patient is doing well. There was no significant delay and no patient injuries.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event is patient¿s general health, the presence of coexisting medical problems, or as with other electrosurgical units, electrodes and cables can provide paths for high frequency current. Position the cable to avoid contact with patient or other leads. Other factors unrelated to the manufacture or design of the device which could also have contributed to the reported event is the controller which was not returned for evaluation. Unique identifier number added.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. Additional information provided states that the patient has no fibrillation. The patient was fine. Only the monitor showed. Therefore, this complaint is considered not a reportable event.